Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump alarmed excessive sensor errors. Customer also indicated that calibration errors have been received during normal use. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer on sensors and the transmitter. Customer was advised that the sensors would be replaced and to return the sensor for analysis.